Event description:
It was reported that patient underwent hip arthroplasty on (B) (6) 2009. During the procedure, the surgeon noticed that there were no threads in the insertion hole of the acetabular cup shell. Additional acetabular component was available to complete the procedure without delay or injury to the patient.